Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully . No problems were found regarding the reported needle mechanism complaint. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 403 mg/dl while wearing the pod between 1 and 4 hours on the arm. While patient was reporting this pod for insulin leaking during wear, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient administered manual injections of insulin.